Event description:
Pt undergoing laparoscopy while using monopolar scissors, the disposable tip fell off into pt's bowel. Surgery had to be converted to open procedure to retrieve tip.

Manufacturer narrative:
Subject device and the connecting shaft have not been made available for eval. By the description of the issue, the root cause is possibly due to not assembling the scissors tip on to the handle/shaft properly as per the instruction for use, included with the product. No trend has been detected for this issue. Without the devices no other determination can be made. Device history review showed no issues with this reported lot.